Event description:
The hcp reported the pt had been experiencing no symptoms. The pump was explanted and replaced after an implant duration of 85 months due to "pump was on recall list." The hcp noted the cap was loose when removing. A follow up report will be sent when add'l info is rec'd.

Manufacturer narrative:
Final device analysis results reveal insufficient bond of catheter access port.